Manufacturer narrative:
(B)(4). Yoke. Evaluation summary: the analysis results found that an (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device, however, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure, the tissue was very inflamed. When the surgeon tried to fire the device with a green reload and resect the tissue and handle. Another device was used to complete the case with no patient consequence.